Manufacturer narrative:
Other was selected as no information on device is available. (B)(4). The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Use when no investigation can be performed and therefore no results will be obtained. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent emergent endovascular treatment of an infected aneurysm of the thoracic aorta using gore® tag® conformable thoracic stent graft with active control system(ctagac). Two ctagac were placed at descending aorta. On an unknown date in (B)(6) 2020, the patient underwent aorta replacement with a vascular prosthesis due to infection. The ctagac(tgm343415j) which was placed distally was transected in the middle, and the proximal piece of the ctagac(tgm343415j) was extracted along with the another ctagac which was placed proximally. The vascular prosthesis was anastomosed with at the level of the proximal edge of ctagac(tgm343415j) which was remained inside the patient. On (B)(6) 2021, a distal type I endoleak was observed. On (B)(6) 2021, a reintervention to place an additional stent graft at the right above the celiac artery was performed. The patient tolerated the procedure.